Event description:
Report received from the USA stating that during a pre-test, the device got "hot" after brief use. The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent upon completion of the eval.